Manufacturer narrative:
A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the hub was cracked on the bd insyte¿ autoguard¿ bc shielded IV catheter, leading to blood leakage. The following information was provided by the initial reporter: "once placed and needle removed it began to bleed profusely. Upon inspection of pvl there was a large hole in the back of the catheter on the blue part that connects to tubing."

Event description:
It was reported that the hub was cracked on the bd insyte¿ autoguard¿ bc shielded IV catheter, leading to blood leakage. The following information was provided by the initial reporter: "once placed and needle removed it began to bleed profusely. Upon inspection of pvl there was a large hole in the back of the catheter on the blue part that connects to tubing."

Manufacturer narrative:
H6: investigation summary: there was no sample or photo available to bd for evaluation. Therefore, bd was unable to perform a thorough investigation to verify the reported issue. Since, an investigation could not be performed bd was unable to determine a possible root cause. A review of the device history record was performed and no quality issues were found during production.